Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light fault activating was confirmed via testing of the returned 14v battery (serial number: (B)(6)). The fuel gauge of the returned battery was interrogated and the battery parameters corresponded to a normal functioning pack; however, cells 2 and 3 were observed to be unbalanced. The returned battery was then fully charged and then discharge tested using an electronic load based battery test system and the battery exceeded the requirement for discharge time. The returned battery was inserted into a test universal battery charger (ubc) and a red light fault associated with unbalanced battery cells activated after the battery was fully charged. The battery was functionally tested with a test battery clip, system controller, and mock circulatory loop and the battery supported the system without any issues or atypical alarms produced. The 14v battery was then milled open for evaluation of the internal components. Cells 2 and 3 voltage was measured to be appropriate and the cells were observed to be balanced; this indicates that the issue observed was being caused by damage on the circuitry. Circuit analysis performed on the printed circuit board (pcb) then revealed that a compromised component caused incorrect readings of the voltage on cells 2 and 3, which resulted in the red light fault activating. No further testing was conducted. The red light fault being displayed on the ubc after inserting the returned battery for charging was determined to be a damaged component on the battery circuitry; however, the root cause of the component not functioning appropriately could not be conclusively determined through this analysis. The 14 volt lithium ion battery assembly is manufactured by the vendor who maintains the device history records. The device receiving inspection documents for the 14v battery, serial number (B)(6), were able to be reviewed and the 14v battery was found to pass inspection. The 14 volt lithium ion battery, serial number (B)(6), was shipped to the customer on (B)(6) 2023. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. These section also instructs the user on the necessary steps to take if a red light that is associated with a pocket fault is activated on an universal battery charger (ubc). Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery appeared fully charged but would display a red indicator light when placed in the universal battery charger.